Manufacturer narrative:
This report is being filed to correct the initial reporter information and device codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 307mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, oversensing, and brady pacing not delivered when required were caused by the confirmed fracture.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to an impedance issue resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, the right ventricular (rv) lead showed oversensing and pacing inhibition in the bipolar sensing configuration. The rv lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.